Event description:
Customer reported that their pump screen was not turning on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to perform several troubleshooting steps, including pressing the button with their finger and charging the pump, but the pump did not turn on. Consequently, technical support decided to replace the pump, and the customer planned to use multiple daily injections (mdi) as a backup insulin delivery method.